Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin was not coming out of the insulin pump during priming. Customer reported seeing numbers on the display, but did not believe that insulin was being delivered. During troubleshooting, customer reported that there was a significant amount of resistance, but was able to get insulin to exit the tubing. Customer was then able to rewind and prime successfully. Blood glucose level was 253 mg/dl. Customer treated with a manual injection. No further information was provided.